Manufacturer narrative:
Requested complaint details from the customer, once it is available a follow-up report will be submitted. Per the complaint, part number and lot information are unknown.

Event description:
Per (B)(4), an implant detail was "recieved" with no complaint information.